Event description:
When it was pulled out at the end of use, we noticed the end of the cable was burned.what was the original intended procedure?microdirect pharyngoscopy with injection of 100 international units of botulinum toxin.